Event description:
It was reported that during the implant and closing of pocket, the superior vena cava (svc) portion of the right ventricular (rv) lead impedance measured none. After taking a second impedance measurement, the impedance was high. Follow up confirmed the svc portion of the lead was fractured. A defibrillation threshold (dft) test was performed as a single coil lead with success. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was also reported the electrophysiologist was concerned about fracture and inability of the implantable cardioverter defibrillator (ICD) to deliver therapy if rv coil was fractured. The lead was explanted and replaced.